Event description:
The "gas loss" alarm sounded from the pump and blood was noted backing up in the helium line and the iab was removed. Another iab was inserted into the pt. (Event complications: none from the event - reported 9/15/97.) (Pt's current status: fine - rpt'd 9/15/97.)

Manufacturer narrative:
Evaluation summary: the intra aortic balloon was received intact for evaluation with the balloon completely folded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the intra aortic balloon. As a test, the intra aortic balloon was placed in a test chamber having a 75mmhg back pressure to simulate the pressure within the aorta. The intra aortic balloon fully inflated and functioned normally when attached to the system 90 intra aortic balloon pump in the lab. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160bpm during lab intra aortic balloon pump testing. Thus, lab examination revealed no defects in the returned intra aortic balloon. Probable cause of difficulty: no leaks was found in the intra aortic balloon. It was not possible to determine the cause of the reported difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) may be attributed to one or more of the following: 1. The pump detected condensation or blood within the line (perhaps from a previous balloon leak). 2. There was a loose connection between the intra aortic balloon and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. 3. The intra aortic balloon catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during intra aortic balloon pump causing the pump to sense a loss of gas. 4. The pump may have needed servicing.